Event description:
During the transfemoral tavr procedure, the patient sustained an aortic dissection and was converted to open CT surgery. Initially, a 20x4 z-med ii bav balloon catheter was successfully used for bav. The delivery system (ds) was inserted through the esheath and tracked over the arch using partial flex. The physician noted a ¿slight mild resistance during advancement over the arch¿. No forcing was done and the ds was advanced. The center marker was positioned above native leaflet insertion point, and the valve was deployed 90:10 aortic/ventricular under rapid pacing at 200bpm using slow inflation technique. The ds was positioned in the ascending aorta and post-op tee showed no paravalvular leak and no central aortic insufficiency. The ds was removed and tee revealed a retrograde ascending aorta dissection extending from the right subclavian to the sinotubular junction (stj). It was determined that the patient would have to be opened and the aorta repaired. The esheath was removed without difficulty. Lfa access site was closed with 2 perclose devices and the patient was prepped for surgery. The retrograde dissection, from the subclavian to the stj was repaired. The patient was reported to be doing well at the end of the procedure. Post operative discussion with the physician concluded that the ascending aorta dissection occurred as a result of the delivery system catching a piece of plaque as it was being advanced over the arch.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine and tee images were provided and reviewed by an edwards physician proctor. Observations: cine: a dissection is not visualized prior to valve deployment. A double lumen is not visualized during valve deployment. There is calcium present in the sinotubular junction. Tee: in the second image there is presence of a flap in the ascending aorta which is indicative of an aortic dissection. Impression: unable to visualize a dissection prior to valve implant. Additional cine images would be required to confirm the presence of an aortic dissection. Pre-op CT images would be required to confirm annular measurements for valve sizing. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, per report the ascending aorta dissection occurred as a result of the delivery system catching a piece of plaque as it was being advanced over the arch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.